Event description:
Dr. (B)(6) from (B)(6) hospital reported a post-operative issue involving a 2.7mm locking compression plate (4-hole, part number: 00-1005-2104) from the pedifrag trauma & deformity system. The non-sterile, consigned device was implanted during a proximal femur derotation osteotomy on (B)(6) 2025. Nearly two months later, the plate was found to have broken at the osteotomy site, prompting its removal and replacement with a larger plate on (B)(6) 2025. Although the initial surgery was completed successfully and no injury or surgical delay occurred, the osteotomy site remained unhealed as on (B)(6) and a further revision procedure is planned. The broken device was scrapped by the hospital and will not be returned for evaluation.